Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced the low blood glucose. The low blood glucose reading was 46 mg/dl. The troubleshooting was not performed for low blood glucose level. The customer stated that insulin pump was not completely rewind and was getting communication error. The insulin pump will not be returned for analysis.